Event description:
During troubleshooting,customer reported that her aviva meter is only displaying the bottom half of the code number and time and date after inserting a new code key. She then reports the display started blinking and she couldn't turn the meter off. At the time she called the meter would not turn on. No action or inaction taken based on display issue. Requested return of suspect device and replacement was sent.